Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted with no leak noted. At the 6-month follow-up transesophageal echo (tee) on (B)(6) 2021, residual blood flow greater than 5mm was noted around the closure device. No additional information is known at this time.